Manufacturer narrative:
The device, used in treatment, was not returned for evaluation but the pictures were reviewed, and the breakage of the nail was confirmed. The clinical/medical investigation concluded that, the data presented in the aged article on the, ¿intramedullary fixation of high subtrochanteric femoral fractures: a study comparing two implant designs, the gamma nail and the intramedullary hip screw," reported, one patient had a nail stem fractured nine months after a minor injury. The fracture was probably due to nonunion of the fracture and metal fatigue. It is unknown if / how the adverse event was resolved. Patient outcome is unknown. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any additional relevant patient information be provided, this complaint would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
On the literature article name "intramedullary fixation of high subtrochanteric femoral fractures: a study comparing two implant designs, the gamma nail and the intramedullary hip screw", it was reported that, on the imhs group, 2 patients experienced a fixation failure due to mechanical breakage of the nail. Additional details are unknown. It is unknown if / how the adverse event was resolved.